Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16139. It was reported the lead had migrated and the patient experienced pain at the ipg site. X-rays confirmed migration. In turn, the system was explanted and replaced to address the issue.